Event description:
Information received by medtronic indicated that insulin pump had a crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump due to serial number (sn) matching list (fa896) of affected pumps on event date of (B)(6) 2021. Alleged cosmetic damage at the battery compartment noted. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case - corner of belt clip rails, battery tube threads - cracked and cracked retainer. Cosmetic damage was confirmed at cracked case - corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.